Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a pair of creases/folds on the anterior view. In addition, a tear was identified within one crease/fold, measuring approximately 0.1 cm. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Reason for device explant and/or reoperation: rupture/capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female who had a 325 cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture and left sided rupture post procedure. The rupture was discovered during explant. Explant without replacement was performed on (B)(6) 2022. See 1645337-2022-11309 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on october 21, 2022. In addition to the issues reported initially, the patient stated to have also experienced several unexplained systemic symptoms for several years post procedure. Breast implant illness, fatigue, brain fog, swollen eyes, insomnia, blurry vision, dry eyes, pain in my chest cavity behind the implants, vertigo, extreme tingling in extremities, weight gain, inflammation, an extreme thirst that was unable to be quenched, acid reflux, speeding heart rate, unable to take a full deep breath, and tinitus were noted. The patient's symptoms have improved since explant. Reason for device explant and/or reoperation: capsular contracture/rupture/generalized illness h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).